Event description:
Per the surgeon, the pt's device was explanted in 2007 due to the "apical electrode found out of cochlea." The pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.